Event description:
Found 2 1000ml evacuated glass sterile containers that have black inclusions in the glass. Found 2 250ml evacuated glass sterile containers in which the labels are uneven and inconsistent as far as volume. Discovered by pharmacy staff, prior to use in compounding IV solutions.